Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 297 mg/dl. The customer reported taking steroids at the time as the reason behind the high blood glucose levels. The customer reported a button error alarm from the insulin pump. The customer was advised tha the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back -up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.